Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer was not wearing the pump at the time of 911 call. Customer's blood glucose levels at the time of hospitalization was 520 mg/dl. Troubleshooting was done. Customer is going to continue to monitor the issue and is going to change out her site as soon as possible. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.